Event description:
On the (B)(6), I got some kotex super u-click tampons. When I put one from that box in on the (B)(6), I noticed that after slightly painfully taking out a tampon, that the top's cotton was fraying, and sticking up, looking kind of ripped. I unfortunately made the mistake of using another tampon from the box today (B)(6) 2019) and the cotton was also fraying at the top / looking kind of tattered after use at the top. It wasn't as bad as the time on (B)(6) 2019 (I was worried that a piece of the cotton ripped off inside of me, so I called kotex customer support, and they told me I should go to a dr, or perhaps try to fish out the remnant of the tampon.) Sorry one of the pics is not fun to look at, but neither is using that product and having that happen to you. Tampons falling apart in use. FDA safety report ID# (B)(4).